Manufacturer narrative:
(B)(4). Investigation is still in progress

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015 at (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). Lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015 at (B)(6) medical center in (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "patient alleges tilt and difficult device removal, complaints of back pain, abdominal swelling, digestive problems, decreased libido, infrequent blood in stool, depression, and sluggishness¿. Cook will reopen its investigation if further information is received. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H11) corrected information: b1) change from adverse event to product problem. H1) change from serious injury to product malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 06/13/2016 and is as follows: patient alleges that a cook gunther tulip filter was placed on (B)(6) 2015 for blood clot prophylaxis prior to surgery. Patient alleges that outcomes attributed to device include: tilt and difficult device removal. Patient also alleges complaints of back pain, abdominal swelling, digestive problems, decreased libido, infrequent blood in stool, depression, and sluggishness. Patient alleges that the device was successfully removed on (B)(6) 2015 with much difficulty. Patient alleges that device was intended to be only temporary and patient allegedly requested removal as soon as he was able to resume anticoagulation medication.

Manufacturer narrative:
(B)(4). Summary of investigational findings: according to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2015. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.